Manufacturer narrative:
The customer¿s report of a possible overinfusion was not identified. The pcu event log was not provided by the customer. No details were provided other than ¿may have given more meds to patient¿ and only the pump module and its logs were available for evaluation. The profile and medications infused cannot be identified from the pump module event log. The log showed that the device was last used to infuse on (B)(6) 2015. The device was programmed at 8:57 am to infuse an infusion at 5ml/hr with a vtbi of 111ml, and then at 6:18 pm it was programmed to infuse a vtbi of 20ml at 0.35ml/hr. There were no relevant errors logged in the pump module error log. Functional testing found the pump module to be delivering fluid within specification, and the device passed all preventative maintenance testing. The root cause of a possible overinfusion was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer requested repair of a device with unspecified damage; reportedly the device "may have given more meds to patient" than expected or intended. Although requested there are no patient or event details available.